Manufacturer narrative:
This report is submitted as a follow-up to correct previously reported information in the original submission. Fields corrected: d4 model# and additional UDI and h8 usage of device.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced prolonged hyperglycemia after a supply change during which the cartridge reportedly popped out and insulin leaked, followed by successful re-priming of tubing and cannula using a teflon 6 mm, 23 in infusion set; the ilet alerted to high glucose, the highest reported glucose was elevated, the out-of-range period lasted about four hours, and correction was achieved with the pump. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education on cartridge seating, supply change procedure, and proper priming to ensure secure connections and adequate insulin delivery. Investigation of this case revealed a probable leak and incomplete insulin delivery associated with cartridge displacement during the change, consistent with a cartridge and fluid path connection issue. It was concluded, based on previously established findings for similar reports, that user setup error during the supply change was the most likely cause.